Manufacturer narrative:
An investigation was completed: it was reported that the gantry was about to be zeroed when the c-arm flipped and turned upside down. An error appeared and could not be cleared. There were intermittent issues with the c-arm rotary switch sticking, causing the c-arm to rotate without command. A field engineer (fe) replaced the rotary switch to resolve the issue. There were no reported patient or user injuries, and no additional information is available. A review of this device history showed that the issue did not return after the rotary switch was replaced. The c-arm rotary switch was replaced; however, no parts were returned for further investigation. The rotary switch was 1,707 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to an issue with the rotary switch. The likely cause is related to natural wear and tear on the component due to the high component age of 1,707 days. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the rotary switch failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement related to the rotary switch. The complaint review identified the rotary switch was original to the system therefore, the DHR was reviewed. There were no discrepancies related to the rotary switch. The rotary switch was installed on this gantry with no issues noted. System product code: 3dm-sys-std. Serial number: (B)(6). System manufacture date: 19mar2020. Unique device identified (UDI): (B)(4).

Event description:
It was reported that during a 3dimensions procedure on (B)(6) 2024, when the customer zeroed the machined the machine continued moving and turned upside down. A field engineer examined the equipment and determined that the c-arm rotary switch was sticking causing the c-arm to rotated without prompting to. The c-arm rotary switch was replaced and the system met the manufacturer´s specifications. No patient or staff injury reported. No other information available.